Manufacturer narrative:
Nitial 1 of 2. E1:name: tandem. Country: united states of america. Street: 11045 roselle street suite 200. City: san diego. State: ca. Zip code: 92121 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced ten infusion sets came loose event on 10 apr 2026.